Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested on coaguchek xs plus meter with serial number (B)(4). The result from the meter was 1.8 inr. A sample was taken for the laboratory at the same time. The result from the laboratory using the dade innovin method was 2.3 inr. The patient was at the general practitioner's office for surgery. The patient's therapeutic range is 2-3 inr. No adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 121353-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124 158 80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/retention meter master lot /retention meter donor 1: 2.2 inr and 2.1 inr; donor 2: 2.3 inr and 2.2 inr. The results obtained showed a maximum difference of 0.1 inr between retention samples and the master lot. No error messages occurred. Retention samples were inconspicuous. The retention material complies with specification.

Manufacturer narrative:
Further investigation was performed on the returned meter. The test strips were not returned. The returned meter was measured with the relevant retention test strips (lot 121353-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor #1 with the master lot strips and retention meter: 2.2 inr. Donor #1 with the retention strips and customer meter: 2.3 inr. Donor #2 with the master lot strips and retention meter: 2.5 inr. Donor #2 with the retention strips and customer meter: 2.6 inr. The returned customer material and the retention material complies with specification.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. The returned meter was tested with retention strips using controls. Control sample lot 10005250, specified target range 2.1-3.3 inr, control sample lot 10006065, specified target range 1.5-2.3 inr. Retention strips tested with customer meter gave the following results: control sample lot 10005050 2.7 inr, control sample lot 10006065 1.9 inr. All inr control values were within the specified ranges. No error messages occurred. The returned meter and retention material meets specification.